Event description:
It was reported that customer received physical damage on insulin pump. It is reported that there were cracks around and on display window. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.